Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Also, performance data collected from the device was received, analyzed and it was found there was a patient alert for low battery with time of elective replacement indicator (eri) in save to disk on (B)(6)2012 device eri less than equal to 2.62 volt. Weekly battery voltage trend data shows min bat equal to 2.64 to 2.62 volts between (B)(6) 2012. There was a low battery voltage alert on (B)(6) 2012.

Event description:
It was reported that the device may have depleted prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Pati ent information is not generally available due to confidentiality concerns. (B)(4).